Manufacturer narrative:
Unit had unresponsive button due to flattened dome switch at act and up arrow buttons on keypad trace. Unit received with cracked at corner display window, cracked battery tube threads, scratched on lcd window and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 240 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.